Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmissions with multiple non-sustained r-wave oversensing episodes due to post paced t-wave oversensing exhibited on implantable cardioverter defibrillator. There was no therapy delivered during the event. The suggested programming changes were performed successfully. The patient remained asymptomatic during and after the programming changes.